Event description:
It was reported that several days post implant, the patient experienced lead stimulation. During the device check, there was visible jumping observed at the device site. Reprogramming was performed to reduce the output of the left ventricular (lv) lead. The issue was resolved. The patient is a participant in a clinical study. The lead remains in use. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
D10 continued: 694758 lead 507645 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.